Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported that the unit broke during surgery at the junction of the thread tip. It was reported that this unit was brand new.